Event description:
A customer reported that their touchscreen was less responsive. There was no adverse impact on the customer¿s blood glucose level. The customer declined follow-up from customer technical support; therefore, no additional information was obtained.